Manufacturer narrative:
Have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on 2018-oct-08. The patient's pump was replaced friday 2018-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving clonidine, bupivacaine, and morphine at unknown doses and concentrations via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a motor stall and did not recently have an MRI. The patient's withdrawal-type symptoms started "about two days ago". No further issues were reported or anticipated.